Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified marked narrowing of lateral compartment of the artificial knee joint suggesting either severe polyethylene wear or polyethylene breakage. There is valgus alignment at the knee joint, with widening of the medial artificial knee joint compartment, suggesting possible injury to the medial collateral ligament. There was marked excessive valgus alignment of the artificial knee, with lateral liner wear or breakage, and stretching or tear of the medial collateral ligaments may be associated with reported instability of the knee. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a knee procedure. Subsequently, the patient was revised approximately 15 years post-op due to instability. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown patella - unknown. Unknown - unknown palacos cement - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.